Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-sep-2023. Investigation summary: three samples of material mpx5300c were submitted for quality investigation. The customer complaint of component damage was not verified by sample investigation; however, separation was identified at the y-site connection. One of the submitted samples submitted shows that the tubing had separated from the downstream port of the y-site connector. Further investigation of the sample under magnification indicates that there is a lack of solvent present on the tubing. Two additional samples were submitted for investigation. One sample had the c-clamp engaged and worked as intended when the clamp was opened, with no failures. A device history record review for model mpx5300-c lot number 23059124 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is the lack of solvent used to connect the tubing to the y-site. An investigation of the failure at the manufacturing facility was conducted and it was determined that the separation of the tubing was caused by a problem with the solvent dispenser and that the assembler not reporting the issue.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site had component separation. The following was information was received by the initial reporter with the verbatim: (B)(6) 2023. Separation: has the problem described above been found before or during use? During use. Did the incident occur in the context of patient care? No, during line preparation. Has the patient or healthcare professional experienced an adverse event or serious harm? No, the tubing had to be changed. If so, what was the consequence for the patient? No. Was there a delay or change in the administration of treatment as a result of this incident? Delay in the preparation of the intravenous line to give the treatment. What kind of intervention was involved? A change of the line. What medication was used ? Nacl 0.9%. Was there any leakage ? No. Obstructed tubing: has the problem described above been found before or during use? During use. Did the incident occur in the context of patient care? Yes, the solution was not flowing. Has the patient or health care professional experienced an adverse event or serious harm? No, the solution line had to be changed. If so, what was the consequence for the patient? Delays in medication administration. Was there a delay or change in the administration of treatment as a result of this incident? Yes due to the change of the tubing. What kind of intervention was involved? Tubing change. What medication was used ? Nacl 0.9%.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site had component separation. The following was information was received by the initial reporter with the verbatim: 15sep2023 separation: has the problem described above been found before or during use? During use. Did the incident occur in the context of patient care? No, during line preparation. Has the patient or healthcare professional experienced an adverse event or serious harm? No, the tubing had to be changed. If so, what was the consequence for the patient? No. Was there a delay or change in the administration of treatment as a result of this incident? Delay in the preparation of the intravenous line to give the treatment. What kind of intervention was involved? A change of the line. What medication was used ? Nacl 0.9%. Was there any leakage ? No. Obstructed tubing: has the problem described above been found before or during use? During use. Did the incident occur in the context of patient care? Yes, the solution was not flowing. Has the patient or health care professional experienced an adverse event or serious harm? No, the solution line had to be changed. If so, what was the consequence for the patient? Delays in medication administration. Was there a delay or change in the administration of treatment as a result of this incident? Yes due to the change of the tubing. What kind of intervention was involved? Tubing change. What medication was used ? Nacl 0.9%.